Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and microscopic inspection were performed with no obvious defects found. A functional test was then performed in which the device was connected to the male luer of an in-house clearlink set (which was spiked into an in-house 1000 ml solution bag), primed, and observed for flow issues. The device was found to prime and flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to flush a drug through a one-link catheter extension set during infusion. The reporter stated the nurse did not connect the luer lock correctly to an unspecified device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.